Event description:
It was reported that the patients ipg was no longer functioning. The patient underwent an ipg replacement procedure and was doing well post operatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was not returned as it was not released by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1160 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was no longer functioning. The patient underwent an ipg replacement procedure and was doing well post operatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was not returned as it was not released by the medical facility.